Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they had experienced a loss or change of therapy. The patient stated that she had to go to the hospital on (B)(6) because her right leg was hurting all the way down to her toes which she could not curl. The patient stated that they ruled out a blood clot, but instructed her to turn the device off and leave it off. The patient stated that did not help with the pain and toe issue. The patient stated she also having issues with her bladder where she needed to cath 4-5 times a day and before she only had to cath 2 times day. The patient noted the pain and not being able to curl their toes began on (B)(6). Additional information from the healthcare professional (hcp) reported the actions taken to resolve the pain, inability to curl the patient¿s toes, and increased need for the catheter was to turn off the device and restart. There were no further complications that have been reported as a result of this event. The patient is implanted for fecal incontinence and gastrointestinal/pelvic floor.